Event description:
A malfunction was reported on the pump, displaying a specific malfunction code. There was no reported impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.